Event description:
The device was used during a unspecified colon procedure. Reportedly, the staples did not form properly. The surgeon used another instrument to complete the procedure. The hospital has reported no patient injury occurred.

Manufacturer narrative:
Device not received for evaluation.